Manufacturer narrative:
. E3: occupation: assistant nurse manager intervention lab. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that the tr band deflated shortly after inflation. No patient harm noted. The procedure performed prior to the use of the tr band was cardiac catheterization. The issue was noted after the sheath was already removed and tr band was in place. Failure was noted after air was deployed. Technologist stated that it was immediate, and the patient started oozing. Only manipulation prior was checking tr band per protocol. They inflate the band to check the balloon prior to use. It was taken immediately out of the box for use. Stored normally in lab and/or storeroom within manufactured packaging. Issues noted were after application within 5 minutes or while patient was recovering. The balloons were all able to be inflated. Bleeding and hematoma was noted due to air leaking and/or tr band slipping below access site. A small amount of bleeding was noticed prior to the patient coming off the table. The incident was taken care of and rectified before any real issue could arise and before any harm to the patient. When hemostasis was not achieved by the device the procedure was completed with manual pressure, vascband or a new tr band. Prior to the use of the tr band a 6fr sheath was used. Patient remained in stable condition.